Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months after the implant procedure, experienced an infection at the implant site of the implantable cardiac monitor (icm). The icm was explanted. No further patient complications have been reported as a result of this event.